Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the issue was caused by physical damage at the detection area or deviation from the instruction manual during reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: foreign material exiting from the suction channel, the suction flow had seeds stuck in it, the brush could not pass through the suction cylinder, the plastic distal end cover insulation was low, the forceps passage had deep scratches/tears and kinks along the channel, low angulation for the down and right directions, the control knob had play, the distal end plastic cover had deep dents and scratches, the bending section cover rubber was cracked catching cotton and discoloration, the control body had a customer label (non-olympus), and the light guide tube had scratches and buckles that were not affecting function. The device was cleaned, disinfected, and sterilized, and the balloon suction channel was brushed with no delays or abnormalities detected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an aspiration problem (seed stuck in the suction channel). The issue was observed during reprocessing. There were no reports of patient or user harm associated with this event.